Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed displacement test. Power connector plug in and locked in place properly. No failed battery alerts or power anomalies noted during testing or in power graph however, device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 1 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer received low battery alert so they tried to replace it with 2 new batteries and the insulin pump did not except it. Customer stated that insulin pump had battery failed alarm. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.